Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room due to not feeling well. Loss of ventricular capture was observed. A chest x-ray revealed that the right ventricular lead tip was outside the heart in the pericardial sac. The lead was capped and replaced.